Event description:
Procedure: lap nissen fundoplication. According to the reporter: needle broke away from suture inside the patient. Surgeon unaware and required to x-ray the patient to find the needle. Needle found away from the intended surgical site. Corrective action taken relevant to the care of the patient: patient required x-ray to find the needle. New suture opened of same batch number to continue with the procedure. Additional info received via email.

Manufacturer narrative:
(B)(4).